Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination as the patient touched the sterile end of the solution bag after pulling the ring cap off and then connected the bag to the cassette and proceeded with apd therapy. The patient did not change out the supplies. The patient was not hospitalized for the peritonitis event. The patient was treated with intraperitoneal (ip) vancomycin (2g, six doses) and ip gentamicin (140 mg, two doses). Pd therapy was ongoing. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.